Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had error code 240.4150 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had upper pressure sensor issue with error code 240.4150. Clinical engineer stated the pressure sensors may be ¿out of voltage¿ during calibration, but during preventive maintenance, it will pass the calibration. This was reported to bd representatives during site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.